Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 22-apr-2020 and inspection of the unit was performed on 24-apr-2020 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, ,lg connector leak between root brace and pve connector ,failed dry leak test ,forward body trim collar attaching nut worn/ loose thread, distal cap/ case scratched, lightguide prong cover glass set loose, leak at left/right control knob, failed wet leak test, fluid invasion not observed in pve connector, fluid invasion not observed in control body, image mild spot. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: distal case/cap, fwd body trim cover attaching nut, o-ring(0.5x1.3). The video duodenoscope is pending repair and final qc approval as of 27-apr-2020.